Manufacturer narrative:
The screen was readable. The insulin pump had minor scratches to the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer went to the doctor, and the doctor had difficulties with reading the insulin pump's screen. The customer stated that her pump was all scratched up. The customer's most recent blood glucose level was 115 mg/dl. The customer stated that it was hard for her to read the screen. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.